Event description:
It was reported that: "evar case, manta failed after case, cut down to close" additional information: "micro puncture and ultrasound were utilized to gain central access. Vessel size was 7.19mm with no calcification reported in the artery. Measured depth for the manta was 1.5/2cm. 15k units of heparin and an unknown amount of protamine were administered during the procedure. The blood pressure started to drop after the procedure, and they realized that the manta had failed. Physician felt that he may not have "cinched" enough. A cutdown was performed and there was no patient harm."

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73c2400437 manta 14f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. Following deployment, bleeding was present, and manual pressure was applied. The patient's bp started dropping and the physician chose to surgically intervene. The manta device was explanted, the vessel repaired and sutured for closure. The physician mentioned the manta was correctly positioned in the vessel although the collagen plug (radiopaque lock, anchor, and collagen pad) was not cinched enough to fully seal the puncture. Therefore, the root cause of the delivery of the implant not being effective in creating hemostasis requiring surgical intervention likely is attributed to user error.

Event description:
It was reported that: "evar case, manta failed after case, cut down to close". Additional information: "micro puncture and ultrasound were utilized to gain central access. Vessel size was 7.19mm with no calcification reported in the artery. Measured depth for the manta was 1.5/2cm. 15k units of heparin and an unknown amount of protamine were administered during the procedure. The blood pressure started to drop after the procedure, and they realized that the manta had failed. Physician felt that he may not have "cinched" enough. A cutdown was performed and there was no patient harm.".